Manufacturer narrative:
The actual devices were not available; however, a video of the sample and two retained samples were provided for evaluation. Visual inspection of the video observed a leak between the chamber and tube. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional underwater leak and air passage tests were performed; no leaks and no blockages were found. The reported condition was verified in the video. However, the reported issue could not verified on the retained samples.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) blood/solution sets leaked at the drip chamber connection to the line. This was identified during setup. There was no patient involvement. No additional information is available.